Event description:
Third-party testing of the device during non-clinical activity indicated the lamp enclosure measured seventy-two degrees celsius. The MFR engineers attempted to duplicate the third-party testing and confirmed lamp enclosure heated to approx ninety degrees celsius. The MFR uses underwriters lab second edition specification of 85 degrees celsius. There was no pt involvement.

Manufacturer narrative:
Further investigation is being performed by MFR's product development dept. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.